Event description:
Leica biosystems received a complaint regarding sub-optimal tissue processing. The complaint stated that: "secondary to human error, a bottle was not refilled with fresh ethanol and the unit though it was the freshest therefore the tissue did not process well". The leica representative who provided support to the complaint in association with this event reported that: "the customer changed the reagents for that run and reprocessed the tissue" following identification of sub-optimal processing; the complaint described the affected tissue samples as over-processed and "fried" following re-processing; and the complaint stated that: "some of the tissue samples were not diagnosable." On (B)(6) 2015, leica biosystems received information from the laboratory indicating "there were a few specimens that the pathologists are recommending a biopsy". Investigation of this complaint by leica biosystems is in progress.

Manufacturer narrative:
The instrument logs show that bottle 3 moved out of contact with the corresponding sensor and then re- established contact with the sensor on multiple occasions between 03:32am and 05:53am on (B)(6) 2015, which would have resulted in display of the <inserted bottle configuration> dialog box on the instrument monitor. At 05:01am on (B)(6) 2015, a user incorrectly selected the <changed> option rather than the <no change> option from the <inserted bottle configuration> dialog box displayed when bottle 3 moved out of contact with corresponding sensor for 14 seconds. The <changed> option should only be selected when the entire contents of a reagent bottle have been replaced with fresh reagent. However, in this instance the user selected the <changed> option despite no change having been made to the reagent in bottle 3 (ethanol), which had a concn. Of 56.9%. This user action, which set the ethanol concn. To the default value of 100%, is not in accordance with the manufacturer instructions detailed in section 5.4.4 of the peloris/peloris 11 user manual; and resulted in bottle 3 being used for the final dehydration step of the affected protocols. The minimum final reagent concn. Required for ethanol is 98%. The resultant sub-optimal tissue processing was further exacerbated by the regimen used by the laboratory to re-process the affected tissue samples . The root cause for bottle 3 (ethanol) moving out contact with the corresponding sensor could not be determined from the information available.

Event description:
Investigation by the manufacturer determined that the sub-optimal tissue processing was derived from the "factory 6hr xylene standard" protocol started in retort b at 15:28pm on (B)(6) 2015, which completed at 04:59am on (B)(6) 2015; and the "pdl 3 hour run" protocol started in retort a at 15:29am on (B)(6) 2015, which completed at 05:00am on (B)(6) 2015. These protocols comprised 156 and 18 cassettes respectively. As at (B)(6) 2015, information as to whether re-biopsy d s m of any patient(s) has been performed has not been received by (B)(4), despite several requests being made to the laboratory.